Event description:
It was reported that the device could not be interrogated. After several attempts, backup vvi reset mode was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and intermittent telemetry was observed. The cause of the intermittent telemetry was an anomalous component on the hybrid. The cause of the backup vvi mode that occurred in the field could not be determined as there was no device memory image available.